Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5086005. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold crease, brown particles on device outer surface, and broken plug strap. Leak test and microscopic analysis were performed which identified a broken plug strap with a sharp edge and no openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a broken plug strap with a sharp edge assessed as unidentified (tear) opening. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side "breast pain¿, ¿changes in breast- blue veins developed¿, ¿lymph nodes started swelling¿ and "always in pain.¿ additionally, healthcare professional reported "patient's concern of the product." Patient also reported ¿chronic fatigue¿, ¿raynaud's disease¿, ¿fibromyalgia¿, "osteoarthritis of bilateral hips", ¿interstitial cystitis¿, ¿body odor changed¿, ¿exhausted¿, ¿can't concentrate¿, and ¿taking me longer to remember things¿; these are not device related. Patient also reported via regulatory agency "asthma", "intermittent mild allergies", "gerd", "palpitations", "cysts on left and right hand", "ovary twisted", and "nephrolithiasis"; these are not device related. Device has been explanted.